Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula damaged event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.